Manufacturer narrative:
Correction to h6 "investigation type" the subject device was returned and evaluated. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned and evaluated where the model number was hx-400u-30. The lot number was 23k with supplementary information number of ¿07¿. The loop was detached from the device. The loop was severed and entirely deformed. The stopper was not attached to the loop. The severed portion of the loop presented the shape that was possibly severed by a loop cutter. The rear end of the loop was inspected. Deformation was observed in the area where the hook was caught. The distal end of the tube sheath was crushed and deformed. When the tube sheath was moved, the coil sheath caught in the deformed portion of the tube sheath. Therefore, the coil sheath could not be extended from the distal end of the tube sheath. The loop was connected to the hook after the coil sheath was pulled from the tube sheath. When the slider was pushed, the loop could be released from the device with no problem. The hook presented no abnormalities such as deformation or bending. Other abnormalities that could lead to the reported event were not confirmed. Based on the investigation result, a likely mechanism causing the reported event might be the following: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) an attempt was made to detach the loop in state of above description 2). Therefore, the loop detached from the hook in the tube sheath. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. It can be inferred that the loop was severed by a loop cutter due to not detaching from the device. It can be inferred that a mechanical load was applied to the tube sheath. This might have caused the tube sheath to crush. However, the exact cause of the problem could not be conclusively identified. The instruction manual (drawing number: gk8332, revision number: 05) contains the following warnings: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that they tried to release the indwelling snare at the tip of the single use ligating device, but they could not release it. The issue occurred during a therapeutic polypectomy procedure. Temporary fastening was done. When the customer tried to perform the final ligation, it did not move in the middle even when grasping the handle. When the temporary fixing was released, it was released. A similar device was used to complete the procedure without delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.